Manufacturer narrative:
Model number/catalog number 72404127, serial number null, batch/lot number 1000090746, model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number null, batch/lot number 1000085871, model/catalog description balloon fgs 61-70 cm. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence and atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced with a new aus. During the procedure the cuff was found to be leaking. The previous device had a 4.5 cm cuff and the new cuff was sized 4.0 cm. The physician believed the explanted cuff was the correct size and adequate placement upon implant. The patient did not have a history of radiation therapy. No information was provided about the patient's outcome.